Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional product investigation and complaint record remediation were not performed. A limited investigation for this product/problem combination was performed as part of remediation evaluation, specifically a review of the complaint database for similar product/problem complaints. Six similar complaints found within the scope of (B)(4), including this one, were identified and compared. These six complaints do not share consistent commonalities; the individual investigations did not include material analysis of the components or returned particulate matter; and the returned devices were not retained. Patient factors were ruled out as a contributing element. No similar complaints were found in the database after may 2016. Refer to similar mdrs submitted as part of (B)(4): 1820334-2017-03405, 1820334-2017-03407, 1820334-2017-03408, 1820334-2017-03392, and 1820334-2017-03843.

Event description:
The catheter was flushed without issue and advanced through the sheath and down into the patients tibials to the target area. The guidewire was then advanced down the cathter but as it approached the tip, the wire could no longer be advanced. This wire was then replaced with another wire, but the same issue occurred. The wire and catheter were then removed and it was observed that a piece of plastic was stuck on the tip of the catheter. The wire and catheter were placed aside, the case was completed with another catheter. No pieces of the complaint device remained in the patient, and there were no injuries or additional procedures.